Event description:
The patient was in the cath lab with the introducer inserted over the wire into the subclavian vein, on x-ray. It was noted after a minute that the tip had broken off and was lodged in the vein. Attempts were made to retrieve it, where upon it traveled to the pulmonary artery and was successfully retrieved. Manufacturer response (as per reporter) for csgworl19m, worley - std longmanufacturer notified twice about this event.

Event description:
The patient was in the cath lab with the introducer inserted over the wire into the subclavian vein, on x-ray. It was noted after a minute that the tip had broken off and was lodged in the vein. Attempts were made to retrieve it, where upon it traveled to the pulmonary artery and was successfully retrieved. Manufacturer response (as per reporter) for csgworl19m, worley - std longmanufacturer notified twice about this event.